Event description:
It was reported that during a competitor lead revision, the new lead was unable to capture or sense. The lead was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.